Event description:
Baxter sales representative reported to baxter corporate product surveillance a one-link y- type catheter extension set in which a no flow was observed. According to the report, the extension set was attached to an infant patient. The patient had several drip connected, and the IV fluids had not been changed recently. The nurse observed that the pump alarmed for occlusion. The one-link caps were taken off and therapy contined as normal. The nurses on staff were provided a brief in-service and then the one-links were placed back on the IV set. The nurse manager was notified an hour later that the pump alarmed for occlusion again. When the nurse attempted to remove the one-link caps for second time, the nurse stated that fluid shot back at them due to an unknown pressure build up. The nurses put on the max plus clear luers and therapy continued as normal. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.